Event description:
It was reported that during an isolation of the atrium appendage procedure, there were malformed staples in the middle of the staple line which resulted in noticable bleeding. No blood transfusion was required. The procedure was completed by hand-suturing.